Event description:
End user states unit is alarming and red light. 6300 hours. He cleaned the cabinet filter and checked the hepa filter and it has a black spot on it at the opening of the filter. End user was using unit when failed. Usage for about 2.5 years in private home refer back to dealer.